Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30170114m number, and no internal action was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) year- old female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cerebrovascular accident (cva) requiring computed tomography (CT) and cardiac magnetic resonance imaging (MRI). It was reported that towards the end of the case, the patient appeared to be having cva. The patient was verbally responsive but would not follow commands. A code was called, and the patient was transferred to CT and MRI. The patient was admitted to the intensive care unit (ICU). Patient¿s condition worsened, lost airway overnight, had seizures and was unresponsive. Extended hospitalization was required as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. The patient received anticoagulant during the case (unspecified) with an activated clotting time (act) between 279-320 seconds. The smartablate generator power setting was of 40-50 watts, max 170, average 113. The smartablate pump settings were normal. Flow was set at 15 ml/min when applying less than 30 watts, 30 ml/min when applying more than 30 watts, and 2 ml/min for mapping.